Manufacturer narrative:
Additional devices listed in this report: cat 5515-f-301, lot dhre, description: triathlon ps fem component, cemented; cat 5520-b-200, lot sxcpy, description: triathlon prim cem fxd bplt #2; cat 5551-g-320, lot shndf, description: triathlon asymmetric x3 patella; cat 5575-x-000, lot sybys, description: triathlon fix. Peg 2 per pk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Patient kept the implants.

Event description:
Patient presented with instability - proceeded to do revision using triathlon ts with stems and zimmer cones. No x-rays, chart stickers, patient done elsewhere.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding insert instability involving a triathlon insert was reported. The event was not confirmed. Device history review determined that the lot was manufactured and packed to specification. Complaint history review confirmed that there have been no similar events for the lot. It is reported that the patient presented with instability. Instability is understood to relate to laxity of the joint which is normally rectified by increasing the thickness of the insert component which was not the resolution in this event. The exact cause of the this event could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause.

Event description:
Patient presented with instability - proceeded to do revision using triathlon ts with stems and zimmer cones. No x-rays, chart stickers, patient done elsewhere.